Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reported to have insulation issues. Attempts to obtain additional information from the field were unsuccessful. This rv lead was explanted. No additional adverse patient effects were reported.